Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. To date, there have been no allegations related to the performance of this product. Subsequently, this archived device was retrieved for additional laboratory testing.